Event description:
IV tubing with a defective rymed valve broke off within the IV line. Patient levophed drip infusing line was in date, but rymed not dated and have no way of knowing when put in place. Line was found to be leaking and when checked they found them coming apart. Patient was vented and not pulling on lines.